Event description:
It was reported that during a pta treatment procedure, the coating on the middle portion of the amplatz super stiff guidewire was not smooth and prevented the 5f rc1 guide catheter (with 0.038" ID) from crossing it. A new amplatz super stiff guidewire was used and the procedure was successfully completed. The pt was asymptomatic during this event. No pt injuries or complications were reported. The pt status is reported as 'good'.